Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon would not inflate". To continue therapy, another iab catheter was inserted. The second catheter was inserted into the same original insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "balloon would not inflate". To continue therapy, another iab catheter was inserted. The second catheter was inserted into the same origional insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".